Event description:
It was reported that the patient received an alert for high, out of range, pacing lead impedance. High capture threshold was also noted. No noise was seen with isometrics or pocket manipulation. Patient was asymptomatic. Lead was explanted and replaced. Patient is fine. There were no adverse effects from the lead extraction.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.